Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an external fluid leak was observed from a prismaflex m100 set during set up. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: d9, h3, h6, h11. H11: the device was received for evaluation. Visual inspection of the actual sample showed that the return line was disconnected from the screwed connector, which allowed the leakage. A non-homogenous mark of solvent was visible on the tubing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was verified. The cause of the component disconnection was determined to be related to the manufacturing assembly process and the inadequate application of solvent. Should additional relevant information become available, a supplemental report will be submitted.